Event description:
It was reported that during implant, while advancing the first lead, the implanter encountered resistance at the t3 area. When the implanter changed to the second lead there was resistance at the t5 area and they were unable to move the lead any further. A third lead was used and the implanter was able to get to the t2 area and that was the final location of the implanted lead. The implant was considered successful. It was noted that the stylets that were used were kinking and it seemed that there was an unidentified physiologic obstruction of some sort they were encountering. There had not been any subject related adverse events reported from this procedure.

Manufacturer narrative:
(B)(4).